Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance and was found to have purge pressure readings outside of specification at multiple external pressure inputs. The recorded measurements were 5 mmhg at 0 mmhg, 132 mmhg at 100 mmhg, 836 mmhg at 800 mmhg, and 1631 mmhg at 1650 mmhg. Based on these results, the purge pressure sensor was determined to be faulty and was replaced. Following replacement, repeat measurements were 1 mmhg at 0 mmhg, 124 mmhg at 100 mmhg, 816 mmhg at 800 mmhg, and 1635 mmhg at 1650 mmhg, all of which were within the acceptable range. During further inspection, damage to the purge flag and blue retainer was identified, with dextrose accumulation noted behind the purge cassette holder. The purge insert surfaces were cleaned, and the purge unit driver was also found to have a broken terminal and was replaced. In addition, the power cable failed the electrical safety test. Evaluation identified an open circuit at one of the cable terminals, and the power cable was replaced. Following completion of these repairs, the controller was returned to specification. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.